Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary. Cook was informed of an incident involving a flexor ansel guiding sheath rpn unknown from lot unknown. The customer reported, the sheath unraveled. Further communication with the user facility clarified that were not going to answer any further questions. No adverse effects were reported. Investigation ¿ evaluation. A document-based investigation was performed including a review of the instructions for use (IFU) and quality control data. The complainant did not return the complaint device to cook for investigation. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. At this time, cook could not conclude that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "warnings¿ if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. ¿sheath removal¿ 1. Insert a wire guide until its tip extends at least 10cm past the tip of the sheath. 2. Remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. 3. Remove the wire guide. Cook has concluded that component failure unrelated to manufacturing contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, two unspecified flexor ansel sheaths unraveled inside the patient during a lower extremity angiogram. The patient's groin was scarred. It is unknown how the devices were removed from the patient or if the procedure was completed successfully. The customer stated that no further information regarding the event was available.